Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline breast prostheses. Left breast prosthesis deflation was confirmed by physical examination. As a result, the patient underwent removal and replacement with unknown breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 5/8/2018, mentor became aware that the replacement device was: mentor smooth round moderate profile 325cc saline breast prosthesis catalog #3501650. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/10/2018, mentor became aware that the correct lot number for the suspect medical device was 6742845 and that the serial number was unknown. On 7/20/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a crease on the posterior aspect. A rent measuring approximately 0.2 cm was discovered within the crease. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed in the device. The device history record (DHR) for the lot number 6742845 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/27/2018, mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 325cc saline catalog: 3501650 and (right) mentor smooth round moderate profile 325cc saline catalog: 3501650. Manufacturer¿s reference number: (B)(4).